Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to degradation related problems traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During olympus¿ device analysis it was indicated that the bronchovideoscope had corrosion on the light guide cover glass (distal end). There were no reports of patient involvement.